Event description:
The manufacturer received information alleging a ventilator inoperative alarm had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high, was observed on the device's error log. The service technician evaluated and determined the machine flow sensor had failed causing the issue to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly was replaced for error codes, drift debug and motor controller force shutdown, that were observed on the device's error log. This was unrelated to the reportable issue. The muffler assembly, air inlet foam filter was replaced for preventative maintenance unrelated to the reportable issue.

Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.